Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter act diff analyzer gave low platelet (plt) results on 2 capillary patient specimens which did not match patients' clinical profile or reference / rerun results. This report documents the results for patient 1 of 2 run on (B)(6) 2012. The act diff instrument gave a low platelet result of 27x10^3cells/ul and a high wbc result of 6.4x10^3cells/ul with instrument generated * flag compared to the reference lab where plt result was 216x10^3cells/ul and wbc result was 5.0x10^3cells/ul. Also, hgb was low and rbc high without instrument flags compared to reference results. Reference results were considered correct. Erroneous results were not reported out and there was no change to patient treatment attributed to this event.

Manufacturer narrative:
Controls recovered within specifications. Bec field service engineer (fse) went on-site and was unable to find any instrument problems. Fse was informed by the customer regarding the low plt result for patient 1 of 2 run on their act diff instrument. Fse reviewed results and stated the sample had abnormal wbc and plt histograms and the plt and wbc were flagged with instrument generated * flags to alert the operator to review the results. Fse noted that specimens were collected in a mini capillary blood collection device and it appeared that sample was clotted or had plt clumps as indicated by the instrument flags. While on-site the fse replaced the hemoglobin (hgb) lamp as part of preventative maintenance and adjusted the low vacuum regulator, neither of which were related to the low plt issue. Fse referred customer to the operators guide pertaining to specimen flagging. (B)(4). The results for patient 2 of 2 (run on (B)(4) 2012) involved in this event have been documented in MDR #1061932-2012-01967.